Event description:
Pt reportedly underwent bi-polar hip arthroplasty in 2002. Subsequently, hip prosthesis dislocated and during closed reduction, component disassociated. Revision to replace bi-polar was performed 2003.